Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface to stack flex assembly cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned the customer for use. Physio-control further evaluated the removed user interface to stack flex assembly cable and determined that the cause of the reported issue was due to process residue.

Event description:
The customer contacted physio-control to report that their device was unexpectedly powering itself on and off. As a result, defibrillation therapy may be delayed or unavailable, if it was necessary. There was no report of patient use associated with the reported event.